Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This report is for an unknown synthes screws: trauma/unknown lot. Part and lot number are unknown; UDI number is unknown. (B)(4). Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4).

Event description:
This is report 1 of 2 for the same event. This report is being filed after the review of the following journal article: athanatos, l., stevenson, hl., morris ad. (2011), bilateral wrist arthrodesis using fresh frozen femoral head allograft stabilized with a rush pin and two ao screws, journal of hand surgery (european volume), vol. 36(4), pages 336-337 (united kingdom); https://doi.org/10.1177/1753193411402003. This study presents a case report of an (B)(6) year-old female patient who complained of weakness and pain in both wrists from failed arthroplasties. Initial radiographs revealed fracture and dislocation of both prostheses with little bone stock remaining in the carpus and radius. The implant was removed and she was treated with 2 unknown synthes ao screws on both wrists. She went to develop 2 complications. A screw protruded dorsally on each side and could be felt under the skin, causing discomfort. Both screws were removed. The patient has been free of any discomfort since then. This is for an unknown synthes ao screws.